Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the complaint handling database revealed no other incidents for balloon rupture reported from this lot. Based on the information reviewed, there is no indication of a product deficiency. The nc trek referenced is being filed under a separate manufacturing report number.

Event description:
It was reported that using a radial artery access approach during a procedure of the moderately tortuous, moderately calcified, 75% stenosed, proximal left anterior descending (lad) artery, the 3.0 x 12 mm nc trek balloon dilatation catheter (bdc) was positioned and during the first predilatation inflation at 12 atmosphere (atm) the balloon ruptured. The device was removed without reported issue and a second 3.0 x 12 mm nc trek was used to complete the predilatation. The 3.5 x 33 mm xience xpedition stent delivery system (sds) was advanced but failed to cross the lesion due the anatomy. It was noted that the distal shaft was kinked and the device was removed without reported issue. A second xience xpedition stent was deployed at the lesion. As a routine procedure a 3.5 x 12 mm nc trek bdc was used for post-dilatation, however, during the first inflation attempt the balloon ruptured at 8 atm. A second 3.5 x 12 mm nc trek bdc was used successfully and the procedure was completed without issue. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.